Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. (B)(6). Patient developed a non-union and surgery on (B)(6) 2017 and the tibial nail and three screws were removed, all intact. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It reported that the patient had an original surgery on (B)(6) 2017 for a tibia fracture. Patient was implanted with a tibia nail construct. On an unknown date the patient presented with a non-union. Patient is scheduled for a revision surgery on (B)(6) 2017. Sales consultant has no more information. All additional information will be obtained after the revision surgery. The patient was taking back to surgery on (B)(6) 2017 and the tibial nail and three screws were removed all intact. The patient was revised to another tibial nail and screws. The surgery was completed successfully and the patient was stable. Devices will not be coming back for evaluation. This complaint is for two device this report is 2 of 2 for (B)(4).